Event description:
It was reported that the atrial lead had fluctuating high threshold and low impedance. The atrial lead was explanted and replaced. It was also reported that the right ventricular (rv) lead had low impedances. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4068-52, lead, implanted: (B)(6) 2001. (B)(4).